Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va15z0l, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had their ins and lead replaced about 6 months ago because they both failed. The patient reported that the unit stopped working about a year ago. The patient had the surgery and reported no concerns with it, they were just reviewing that the unit was replaced. No patient symptoms were reported. No further complications were reported.